Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive after a new battery was inserted. Blood glucose level at the time of the incident was not provided. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
Unit passed the self and displacement test. All buttons function properly. No damage noted on the keypad traces. During visual inspection, found the keypad connector on the printed circuit board was properly locked. Unit failed leak test at cracked case at battery tube side. Unit had minor scratched display window, scratched case, fading serial number label, pillowing keypad overlay and cracked retainer.